Event description:
Olympus was informed that during an inspection for an endoscope, the user facility noted that part of the bending cover glue of the endoscope was missing. The user facility reported that they didn't know when the glue was damaged and it could not be excluded that the glue was damaged during a procedure using the endoscope. The user facility further reported a peritoneal lavage was usually performed on a patient at the end of procedure using the endoscope. There was no patient harm reported.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed that part of bending cover glue was missing. There was a scratch on the bending cover. The phenomenon was likely attributed to physical damage. This report is being submitted as a medical device report in an abundance of caution.